Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, ubd: 11-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was leaking through everything and the device was not working, it was like the device was never put in. The patient stated they were instructed under anesthesia and was not happy about that. They were told to bump up or down if they needed to, and the patient didn't know if they had it on the right setting and wanted to speak to a representative. The patient stated they did not know what their original settings were, and they had tried contacting their healthcare provider. The patient stated as of thursday they were still taking 15 mlg of oxybutyin and the device was working great on friday, but then they started to have a little leaking on saturday. The patient stated sunday was when it suddenly got bad. Syncing with the programmer showed stimulation was on at 1.0v on program 1. The patient stated when they tried increasing stimulation to 8.5v on program 1, they felt nothing. The patient noted they could not go any higher and reached the upper limit. The patient stated they were concerned that they did some thing to the lead, and asked if that could happen. It was reviewed that their body was adjusting to the system and there could be many reasons for the change. The patient noted that the stimulation became too intense for them when they increased from 1.0v to 1.1v on sunday. The patient was redirected to their healthcare provider to discuss options and lack of stimulation. No further complications were reported.

Event description:
Additional information was received. It was reported that the patient had already tried p1, p2, and p3. The patient stated that she changed to program 4 today and increased amplitude to 7.7 but felt no stimulation sensation. The patient noted that she was still experiencing some concerns with leaking and some days were wonderful and some days or afternoons she was leaking again. The patient reported that her therapeutic effect ranges from 50% to 25% which she was unsatisfied with. The patient also mentioned that she had terrible urge incontinence at night which had not improved at all. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 11-mar-2022, UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they would like reprogramming as their therapy was not working for them. The patient reported that 2 programs worked for them, programs 2 <(>&<)> 3, and program 1 <(>&<)> 4 they can turn all the way up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1pr4v, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2022, UDI#: (B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event, these codes have all been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient did not know the cause of sudden return of symptoms and lack of stimulation when on 8.5 volts and no cause was determined. Steps taken to resolve the sudden return of symptoms and lack of stimulation: the day after the previous call the patient spoke with a manufacturer's representative who explained how to switch to program 2. When asked to clarify the report that patient was concerned something happened to the lead, the patient explained they had been concerned when they went from 1.1 to 8.5 volts with no feeling, but then they switched to program 2. The patient did not recall circumstances that led to stim feeling too intense at 1.1v, and the intense stim was resolved by decreasing the stimulation. The patient repeated their complaint that training took place in the recovery room and they had been nervous, a little sleepy and did not have their glasses. The patient was given a few minutes of training, and nowhere was it written down where the initial setting on the programmer was set. No further complications were reported or are anticipated.